Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to a blood glucose level of 32 mg/dl. Customer also reported that he had a blood glucose level of 1,250 mg/dl, which was treated with the insulin pump. Caller also reported having seizures. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.